Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female who underwent an unspecified breast reconstruction surgery with a mentor memorygel, 500cc breast implant experienced right sided capsular contracture grade IV, and symptomatic rupture, and left sided thin capsule postoperatively. As a result, patient underwent unilateral replacement as follow: r/ cat#:3505004 sn#:(B)(4), removal of free silicone, from the right side and capsulectomy, and revision of the left breast mound on (B)(6) 2022. This report relates to the left side.